Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial pancreatectomy procedure, while firing the device's display screen showed excessive force indicator and firing stopped, the surgeon then returned the knife into the initial position, then cut the neovil sheet by scissors and removed the cartridge from the tissue. The surgeon then confirmed that the tissue was already resected by 1cm and stapled with no problem. They said the thickness of the tissue was appropriate for black cartridge. They replaced a new cartridge to resolve the issue in order to complete the case. There was no patient injury in this event.